Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the pt on (B)(6) 2010, and was able to obtain/verify info. The pt tests his blood glucose twice a day. He tests in the morning and evening around mealtime. During the time of concern, the pt was taking 20 units of "novolog 70/30" insulin twice a day at around 7 am and 11 pm. On (B)(6) 2010, the pt mentioned that his doctor changed his regimen to three set doses of "novolog 70/30" insulin taken each day. The pt indicated that the alleged issue started on (B)(6) 2010, at around 10:30 pm. The pt claimed that he had obtained a high reading of "517 mg/dl" two hours after dinner which he stated was abnormally high for him at the time. The pt stated that his typical post-dinner blood glucose levels are around "100-300 mg/dl". The pt could not recall what meter readings he had obtained earlier that day but mentioned that they did not appear to have been abnormal. That night, the pt took his usual dose of "novolog 70/30" insulin at around 10 pm. The pt did not take any actions related to diabetes treatment as a result of obtaining the "517 mg/dl" result. About five hours later at 3:30 am on (B)(6) 2010, the pt claimed that he developed symptoms of feeling agitated and jittery. The pt tested his blood glucose while feeling symptomatic and got a result of "71 or 72 mg/dl". The pt administered self-treatment by drinking orange juice which helped relieve his symptoms. When he began to feel better, the pt reportedly tested his blood glucose and got "135 mg/dl". The pt felt as though he could have prevented the low blood glucose episode if he had gotten a normal reading or lower reading than the result of "517 mg/dl" that was obtained. The pt, however, was unable to explain to the mss what he could have done to prevent the hypoglycemic episode. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.